Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver and dexcom g5 mobile application were not showing same data . No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and a pairing test was performed and the tests passed. Functional testing was performed and no failures were detected. The transmitter was paired with a receiver and phone to check for inaccuracies and the readings were identical. A review of the shared data log did not find any errors related to the customer complaint. The reported event that the receiver and dexcom g5 mobile application were not showing same data was not confirmed. A root cause could not be determined.